Manufacturer narrative:
Method: no testing methods performed (related device was not returned.) Labeling eval performed. The IFU notes spinous process fracture as a possible surgical complication. Results: no results available since no eval performed (related device was not returned). Conclusion: known inherent risk of procedure.

Event description:
A patient experienced a spinous process fracture approx one month after a lanx interspinous process device was implanted. The surgeon intends to perform a revision surgery as a result of this event.